Event description:
It was reported that a malfunction occurred on the customer's pump. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. A correction injection (mdi) was delivered to address the elevated bg level, and there was no need for third-party assistance. Technical support provided information for resetting the pump, which successfully resolved the malfunction, and the customer was able to continue using the pump without recurrence of the issue.